Manufacturer narrative:
Device evaluation-lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damange to lens. Work order search-no additional similar complaint event within associated lots was found. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2012. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient reporting low vault and late lens opacity (asco). The problem was resolved. As of the date of MDR reporting, the lens has not been returned for evaluation.